Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to pain/stiffness and loosening of the femoral component. Scar tissue was removed. All components were removed. Attune revision was implanted. The patella was removed so we could gain better access to the joint space. This was well fixed. The femoral component was very loose and 'fell off' when we were trying to remove the insert. Cement was well fixed at the implant/cement interface, but not at the cement/bone interface. The tibia was well fixed. The bone/cement interface was well fixed compared to the cement/implant interface. The surgeon said the primary surgery was done in 2017 where the patient had a bilateral knee replacement. As the patient notes weren't complete I had to do my best to read the lot numbers of the explanted components. The left side was revised (I think) on (B)(6) 2021 for pain and stiffness. I'm unsure about loosening. I don't know the pc number for this revision.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the surgeon attributed the stiffness and pain due to femoral loosening and scar tissue. Reason for revision was due to femoral component loosening. The surgeon noted this as the femoral component ¿fell off¿ with the majority of the cement fixed to the implant. With the tibia, he did say it was well fixed, but that it did come off with no cement fixed to the implant. He then mentioned that this looks like one of our ¿old tibial implants¿, before s+.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. 1. Was the loosening interface of the femoral component bone to cement? Yes, the cement was loose at the bone-cement interface. 2. Was the loosening interface of the tibia tray cement to implant? I found, the joint registry form. And the reason for revision, was due to loose femoral component. The tibial component was not loose. However, there wasn¿t any cement bonded to the tray.